Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post-implant with far r-wave oversensing. The patient has a history of at/af. Signal was being detected after every ventricular pace event and followed bi-v pacing. Programming changes were made. The patient was stable and will continue to be monitored.